Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "bile duct stone treatment using short-sbe in postoperative reconstructed bowel cases". The literature reported the result of 187 patients with postoperative reconstructed bowel of endoscopic retrograde cholangiopancreatography (ercp) procedure using the olympus sif-h290s by august 2020. In the literature, it was reported 9 cases of pancreatitis, 5 cases of cholangitis and 2 cases of perforation. Omsc assumes that the 2 case of perforation might be related to the subject device since the subject device was used for the procedure. Therefore, omsc assumes that the perforation was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event.